Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 02-june-2024, it was reported by the patient that infusion set tubing detached from connector due to which hyperglycemia occurs. High blood glucose level was 459 mg/dl and treated by correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information was available.